Event description:
It was reported that the during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have delivered inappropriate bursts of anti-tachycardia pacing (atp). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, oversensing of ventricular signals in the atrial channel which led to inappropriate atrial tachy response (atr) episodes were observed. Ts provided programming recommendations. No adverse patient effects were reported. This ICD remains in service.